Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was normal at the time of the incident. The customer reported the compromised force sensor system and found the alarm in the history. The customer was advised the insulin pump will be replaced and returned for analysis.